Event description:
It was reported that injection of water into balloon, the balloon could not inflate. There were no patient complications reported.

Manufacturer narrative:
One embolectomy catheter was received for evaluation without the packaging. The catheter appeared to be in good condition and there appeared to be dried blood over the balloon and catheter tip. An attempt to inflate the balloon was unsuccessful. The balloon would not inflate and there was back pressure on the syringe during the inflation attempt. A close visual examination of the balloon was performed under the microscope and there was something over the catheter tip coating the balloon latex. The substance was removed and the balloon inflated clear and concentric and did not leak. Chemistry testing found the substance showed similar absorption characteristics when compared to grilamid, which is a transparent polyamide. The reported nonconformance was confirmed to be a manufacturing nonconformance. An investigation was opened to determine the cause of the complaint and implement any necessary actions. A review of the manufacturing records indicated that the product met specifications upon release.